Event description:
It was reported the system failed to boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and returned to service.